Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited to high capture threshold measurements and helix damaged. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix damage and high capture threshold were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted, with the helix extension length measured within specification. After extending the helix, no anomalies were noted in this region of the lead. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.